Manufacturer narrative:
(B)(4). Physio-control determined the cause of the malfunction to be due to the p502 connector of the energy storage capacitor assembly. Pin one and four were expanded and failing to making contact with legs one and four of the j502 pcb mounted jack connector. A replacement device was provided to the customer.

Event description:
During normal device testing/inspection, it was reported that the device showed a wrench icon. Physio-control evaluated the device and found that it was unable to provide defibrillation therapy. There was no patient use associated with the event.